Event description:
It was reported that during a prostate procedure, ¿while lasing on a 70cc gland¿, @ 118,963 joules, with an expended time of 19:35 minutes, the distal tip of the fiber detached inside of the patient and was retrieved. The procedure was completed using a second fiber. "No known adverse patient outcome" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits very mild detritus adhesion on metal cap; the glass cap exhibits very mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.